Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation (mre) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast reconstruction primary with saline mentor breast implant of unknown type on the right breast and with saline mentor siltex contour profile moderate 425cc on the left breast and experienced deflation on the left breast implant and wrinkling on the right breast implant. The healthcare professional confirmed the deflation on the left breast upon examination. As a result, the patient had undergone explantation and replacement with saline mentor siltex contour profile moderate 350cc, catalog number 3542913, lot number 689714 on (B)(6) 2018 on the left breast implant and no removal on the right breast implant. The patient had undergone surgical intervention when the soft tissue was adjusted on the right breast implant. This medwatch report is for the right breast implant.